Manufacturer narrative:
(B)(4). Eval, results: mi.

Event description:
The investigator indicated that the reported myocardial infarction (mi) was unrelated to the study device. (Ref MFR # 9612164201100343 <(>&<)> 9612164201100344).

Event description:
Pt received a 3.0mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox lad during procedure the 1st diagonal branch was also treated with deployment of a 2.5mm diameter x 24mm length endeavor sprint rx stent. Stent implant was successful; however it was reported that 1 day post index procedure, pt suffered an mi. Relation between the reported events and the relevant stent or procedure was not assessed. No other clinical sequelae were reported. (Ref MFR# 9612164-2011-00344).